Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right atrial (ra) lead microperforation and phrenic capture. The ra lead was revised two days post implant and remains in use. No further patient complications have been reported as a result of this event.